Manufacturer narrative:
Concomitant products: product ID 39565-65, lot # va0n5zh024, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that following a replacement they had their follow-up appointment for reprogramming. At the reprogramming session on (B)(6) 2015 the manufacturer representative was unable to complete programming due to swelling from the replacement procedure and suggested rescheduling when the swelling subsided. The patient also had sudden stimulation in the wrong location. The stimulation went down their left side and they do not need the stimulation there. They were told it could be due to the development of scar tissue. The indication for use was for spinal pain. No intervention or outcome was provided however additional information has been requested. If received a follow-up report will be sent.